Event description:
It was reported that during a da vinci-assisted surgical procedure, the system is experiencing a recoverable fault. Customer stated it is a 40084 error. When they pressed the recover fault button it errored again with 319 error. Technical support engineer (tse) reviewed error logs and the 319 error is pointing to universal surgical manipulator (usm) 3 acc node 192 not present at start up. Tse walked the customer through a hard reboot on the system and the error returned on power up. Tse let the customer know they could try another hard power cycle to try and clear the error or disable usm 3 and continue with arms 1, 2, and 4. Customer choose to disable usm 3 and continue the procedure with three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: confirmed the procedure was lysis of adhesions. They were able to complete the procedure robotically with 3 arms. Everything was working properly at start up.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified ready for use. The usm was analyzed and found failure analysis investigation was able to confirm and replicate the reported issue. The unit was tested on an in-house system and failed normal mode as it triggered 319 errors on the rolling loop. The system did not trigger errors 112 nor 40084 on the rolling loop but they were confirmed via error logs/system logs. The unit failed on a pftp as it failed the rolling loop fiber test. The rolling loop fiber cable was swapped with a new one and the errors no longer occurred. The original rolling loop fiber cable was reinstalled, and the errors returned. The unit went through more testing with a new rolling loop cable on a pftp and passed direction test, lissajous, cva characterization, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test, the rolling loop assembly will be replaced as a fix to the reported problem. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.